Manufacturer narrative:
Date of event : (B)(6) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the man-machine interface (mmi) board and the issue was resolved. The device was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the keypad failed. There was no patient involvement. The event date was not specified; estimate used.